Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The site reported that the vad performed appropriately during the event and that the event was related to the complexities of medical management. The patient remains on support. G8: adverse event term: ischemic cva.

Event description:
Berlin heart was informed by the clinic on (B)(6) 2018 that a patient implanted in the bivad configuration had an ischemic cva on (B)(6) 2018 following the disappearance of fibrin "deposits" of the left pump, resulting in functional weakness in both arms despite treatment with clopidogrel and cortesteriods. Despite treatment with clopidogrel, aspirin, dipridiamol and lwmh, patient continued to develop fibrin deposits in the pumps. An additional ischemic cva occurred on (B)(6) 2018.